Event description:
A bipap a40 pro device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log that indicates a defective eeprom. The pca needs replaced to address the issue. Additionally, the device was visually inspected, and no foam particles were observed. The device was scrapped.